Event description:
It was reported that the customer sees an air bubble in the reservoir. Customer's blood glucose level was 143 mg/dl. Customer stated that the air bubbles are big. Customer was advised to deliver a 5 unit fixed prime/fill cannula until the air bubbles are no longer visible. Customer stopped it at .5 units claiming to just want to change the set. Customer was advised that the insulin should be stored at room temperature to prevent gassing out when it warms in the pump. Customer was instructed to tap the reservoir to gather small bubbles into a large one and to push air back into the insulin vial. Air bubbles did not persist after set change. Customer was reminded to reset fixed prime to the cannula prime amount for their infusion set. Customer was able to change the set and verified there were no existing air bubbles. Customer was advised to monitor and call back if problems persist. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)